Manufacturer narrative:
Titan touch, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1. A separation was noted on the exhaust tubing of cylinder 2 at the strain relief junction. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing of cylinder 2 at the strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information, a patient with erectile dysfunction of unknown etiology received a titan implant on (B)(6) 2019. He consulted his physician on (B)(6) 2024, reporting a lack of axial rigidity, making it impossible to inflate and maintain an erection. During a clinical examination, the physician found the cylinders unable to inflate, as they were bent. Subsequently, an ultrasound examination revealed an empty reservoir. The physician decided to perform a surgical revision of the implant on (B)(6) 2024, when all components were replaced. The physician found empty cylinders and reservoirs but did not provide a possible cause for the leak. No complications were reported during the procedure. The new implant is functional, and the patient is satisfied.

Event description:
According to the available information, a patient with erectile dysfunction of unknown etiology received a titan implant on (B)(6) 2019. He consulted his physician on (B)(6) 2024, reporting a lack of axial rigidity, making it impossible to inflate and maintain an erection. During a clinical examination, the physician found the cylinders unable to inflate, as they were bent. Subsequently, an ultrasound examination revealed an empty reservoir. The physician decided to perform a surgical revision of the implant on (B)(6) 2024, when all components were replaced. The physician found empty cylinders and reservoirs but did not provide a possible cause for the leak. No complications were reported during the procedure. The new implant is functional, and the patient is satisfied.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.